Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). Additionally, this device has 4 years remaining left with the battery longevity. A device replacement will be scheduled. To date, this device remains in service. No adverse patient effects were reported.